Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer determined there was worn rinse tubing and the sample probe was out of adjustment. All rinse and detergent tubing was replaced and the sample probe was adjusted. Mechanism checks were performed and there were no errors. Calibration, controls, and precision studies were successful. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode and cl electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The user repeated the samples on a second analyzer due to getting two low values in a row. The first sample initially resulted in a na value of 96 mmol/l and it repeated on a second analyzer as 133 mmol/l. This sample initially resulted in a cl value of 134.8 mmol/l and it repeated on a second analyzer as 97.0 mmol/l. The second sample initially resulted in a na value of 111 mmol/l and it repeated on a second analyzer as 138 mmol/l. This sample initially resulted in a cl value of 130.4 mmol/l and it repeated on a second analyzer as 103.3 mmol/l. The repeat values were deemed correct.